Manufacturer narrative:
Arjo received a customer complaint where it was indicated that the resident fell from the sling due to sling clip detachment. Following the information collected the fall took a place in the half moment of the resident's transfer from a bed to a wheelchair. The shoulder left sling clip detached from the spreader bar pin of the maxi twin lift. The maxi twin passive lift and the sling involved were inspected after the event by arjo representative. The system was found to work properly. It was additionally indicated that the sling has no stiffeners in the head section. Based on product knowledge and previously made simulations it can be stated that a sling clip can detach only when it is in an unstable position or not under tension. The passive sling clip instruction for use (IFU) warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ additionally, the user is obliged to check the sling before every use: "check that the stiffeners are completely inside the stiffeners pockets, if any." In summary, according to the customer allegation, the patient fell from the sling due to clip detachment. The clip detached and from that perspective did not meet its performance specification. The system was used for resident's transfer when the event took a place. This complaint was decided to be reported to the competent authorities due to the resident's fall reported, which have resulted in a serious injury occurrence.

Manufacturer narrative:
The involved device was evaluated by the arjo representative. The maxi twin lift worked properly. All slings with the same size were checked, including the one involved: all of them were found without the sticks on the head part. Additional information will be provided in the final report upon investigation conclusions.

Event description:
Arjo was notified about an event with involvement of the maxi twin passive lift. It was reported that the fall happened in the half moment of the transfer of the patient from bed to wheelchair. The operation started with the handling with a 360° trip from the bed made by the first caregiver, while the other caregiver took the wheelchair, the patient (very shaken) slipped on the left side, as per the upper left clip unhooked, as checked after the event. According to received information the patient sustained fracture of the left femur with consequent surgery to reduce the fracture, head trauma and vertebral injury. The patient was initially hospitalized in the emergency room and finally in emergency medicine.